Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient was presented to the emergency room with shortness of breath and sinus tachycardia. X-ray revealed that the patient had a hemothorax which was subsequently treated and drained. Echocardiograph and computerized tomography (CT) scansuggested that the right ventricular (rv) lead had perforated the patient¿s heart. The lead was found to have high thresholds and no capture at maximum output. The lead was pulled back and repositioned in the rv septum. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.